Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient faced infusion set kinked needle and event on (B)(6) 2026. The patient experienced blood sugar kept rising. The insertion site was thigh. The infusion set was in use for two hours. No further information available.